Event description:
According to the reporter: the specimen pouch pulled apart from the ring. No report of component falling into patient cavity. Plus no report of delay in surgery time. No injury to patient was reported.

Manufacturer narrative:
(B) (4). (B) (4).